Event description:
Following a scheduled removal of a foley catheter, the tip of the catheter was found to be missing. An ultrasound was performed and patient's urine was strained but missing tip was not located. Patient was later released and sent home. No further complications were reported.